Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test. The insulin pump received with broken belt clip rails, cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Event description:
Information received by medtronic indicated that the insulin pump had belt clip railing damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.